Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of a leak that occurred from the tubing of the infusion set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model: 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 3ss cv leaked. The following information was provided by the initial reporter: material no: 2426-0007 batch no: unknown. It was reported that while administering chemotherapy through this line, there was a leak that occurred from the tubing of the infusion set. The event occurred on (B)(6) 2021 and it involved ref: 2426-0007 (bd alaris pump infusion set). While administering chemotherapy through this line, there was a leak that occurred from the tubing of the infusion set. The line was immediately disconnected by the nurse as soon as the leak was discovered. No other issues have occurred since then.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv leaked. The following information was provided by the initial reporter: material no:2426-0007 batch no: unknown. It was reported that while administering chemotherapy through this line, there was a leak that occurred from the tubing of the infusion set. Verbatim: the event occurred on (B)(6) 2021 and it involved ref (B)(4) ( bd alaris pump infusion set ). While administering chemotherapy through this line, there was a leak that occurred from the tubing of the infusion set. The line was immediately disconnected by the nurse as soon as the leak was discovered. No other issues have occurred since then.